Event description:
This is a serious adverse event reported in a post-market clinical investigational study conducted by biosensors in asia related to leaders free IV, in which the biofreedom device served as a control device. Patient is 44 years old, female with medical history of diabetes mellitus (dm), renal insufficiency, hypercholesterolemia, hypertension, previous stroke, congestive heart failure, multiple vessel disease, and anemia. On (B)(6) 2025, patient presented with silent ischemia and the findings showed triple vessel diseases. Index pci was done to treat type b1 lesion at 90% stenosed mid-lad. The lesion length is 45mm and reference vessel diameter is 3.50mm. Biofreedom 3.00mm x 36mm (lot no. W25080068) stent and biofreedom 3.50mm x 14mm (lot no. W24090632) stent were implanted in an overlapping technique at 16 atm and 12 atm respectively. Timi flow post-procedure was three. Patient was discharged on (B)(6) 2025 and a staged pci to the rca was scheduled on (B)(6) 2025. The circumflex artery was treated by medical therapy. On (B)(6) 2025, patient was presented with worsening shortness of breath and chest pain lasting more than 20min. The assessment showed nstemi with decompensated hf (troponin elevated 5998 and probnp >9000), ECG sinus rhythm with no st changes, acute kidney infection (aki), uncontrolled diabetes mellitus (glycemic management indicator 24%), and resolved acute gastroenteritis (age). Patient was admitted to the ward. On (B)(6) 2025, a repeat echo showed ef noted reduced lv function from baseline (37% on (B)(6) 2025). Positive history or recurrent angina pectoris presumably related to the target vessel. On (B)(6) 2025, angiography showed total in-stent restenosis (isr) occlusion of the previously implanted lad stent(s) and identification of an intracoronary stent thrombus. Patient had myocardial infarction. Poba was performed on the proximal lad, however slow flow (likely non-viable myocardium due to recent myocardial infarction/nstemi) was observed. Unable to establish timi flow three. Patient was planned for cmri to re-assess and confirm myocardial viability before deciding on further revascularization plan. However, patient had sudden cardiac arrest and passed away on (B)(6) 2025.

Manufacturer narrative:
The biofreedom (bfr1-3036/w25080068 and bfr1-3514/w24090632) stents have been implanted in the patient, and therefore, they have not been returned for biosensors' investigation. Based on limited clinical information, the patient re-presented with symptoms of chest pain (angina) and worsening shortness of breath following the biofreedom stents implantation, which were clinical manifestations of acute myocardial ischemia. The underlying cause of these symptoms was likely a progressive in-stent restenosis with superimposed acute stent thrombosis of the lad, leading to impaired coronary blood flow. The stent thrombosis was more likely attributed to a combination of patient-related factors (severely uncontrolled diabetes, renal dysfunction, anemia, heart failure, and a pro-thrombotic inflammatory state), lesion- and procedure-related factors (long lesion length, overlapping stents, diffuse disease), and impaired vascular healing, resulting in acute thrombotic occlusion. This process culminated in a nstemi, as evidenced by marked troponin elevation and subsequent reduction in left ventricular function. Restenosis was driven by accelerated neointimal hyperplasia and thrombotic occlusion within the long-stented segment, a phenomenon strongly associated with diabetes and renal disease. According to the repeat angiography on (B)(6) 2025 confirmed total in-stent occlusion of the lad with intracoronary thrombus; balloon angioplasty achieved only slow flow, likely reflecting extensive myocardial necrosis and microvascular dysfunction. The large lad-territory myocardial infarction led to severe left ventricular dysfunction, electrical instability, and progressive heart failure, precipitating sudden cardiac arrest, which was suspected to be the immediate cause of death on (B)(6) 2025, before further myocardial viability assessment or definitive revascularization could be undertaken. In summary, biosensors do not perceive this as a failure of the implanted biofreedom stents (bfr1-3036/w25080068 and bfr1-3514/w24090632); rather, it seems to be patient specific and procedural related factors. There is no evidence to suggest that the reported complications are related to the characteristics of the stent. Biosensors analysis of the event is concluded that device history record (DHR) and manufacturing process did not show any evidence of product deficiency. The chest pain (angina), stent thrombosis, myocardial infarction, cardiac arrest, in-stent restenosis and heart failure events are recognized potential hazardous situation and documented in manufacturer's product analysis. The risks are acceptable as benefits outweigh residual risk. There is no evidence of device or manufacturing activities deficiency identified. Accordingly, there is no correction or corrective action to be implemented.